Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 2000019600 / 2000020193; model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed a possible infection at the ipg and lead sites. Symptoms of pain, soreness and redness were noted on the medial aspect of the ipg. It was also noted that there was a boil at the inferior aspect of the midline incision and a purplish breakdown of skin at the medial aspect of the ipg. The physician aspirated both the lead and ipg sites. A minimal fluid was aspirated at the lead site, however, no fluid was aspirated at the ipg site. It was determined that the patient had dehiscence of surgical wound at the ipg site. Antibiotics were prescribed and patient underwent an explant procedure. The physician noted that the ipg and leads were working their way to the surface, thus, decided to remove everything. The patient was doing well postoperatively.